Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 650 mg/dl. The customer was treated with insulin drip in emergency room. The patient does ok to troubleshoot. The customer was wearing the inulin pump during the time of emergency visit. The customer was advised to disconnect from the insulin pump. The patient was advised to change entire set, reservoir and treat per health care provider instruction. The customer was advised to call back when she got home to troubleshoot. No further information was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).